Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annulus was 67mm. The navitor valve loaded as per instructions for use (IFU) and was inserted into the patient and tracked to the annulus without issue. When valve deployment began and got 80% opening of the valve and a recapture was performed due to valve looking too deep on left coronary cusp side. Another deployment was attempted to 80%, the valve looked an acceptable height in both radiological views, 4mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc) with a minimal leak. The physician noted a change in conduction hemodynamics in but patient remained hemodynamically stable but had to be paced @ 70bpm due to 2nd degree heart block. The valve was fully deployed successfully. The final implant depth was 4mm at ncc and 5mm at lcc. There was zero trace of paravalvular leak (pvl) and zero gradient. A temporary pacing wire inserted in the cardiac caterer lab and awoken from their general anesthesia and transferred to coronary care unit for conduction observation. On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported discharged.

Manufacturer narrative:
An event of heart block (2nd degree heart block) during the device implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.